Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 541 mg/dl. Customer had headache because of high blood glucose. The customer decided to change infusion set and gave self manual injection. The customer confirmed there was no leakage and no bent cannula when they replaced her infusion set. Last blood glucose taken before ending the call was 544 mg/dl and customer delivered bolus of 12.5 units. It was unknown that auto mode feature was active at the time of high blood glucose event. The insulin pump will not be returned for analysis.